Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26404. It was reported the patient presented for a post implant follow up. It was observed the pacemaker pocket was infected. The system was explanted and sterilized. Upon attempt to re-implant, the atrial lead helix was not extending. The lead was exchanged without issue. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.7 cm. An x-ray examination showed the cause of the reported event was isolated to overtorqued inner coil consistent with procedural damage. The lead was otherwise normal.